Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had absence of audible sound, it would only vibrate. The volume was set to the highest level. The device also alarmed a hardware low level failure during self-test. The customer¿s blood glucose was 148 mg/dl. Troubleshooting was performed. They were able to clear alarm. However, the device failed the self-test during the call. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test and selftest. Hardware low level failures (variable 3) was present in the pump trace download due to broken trace at pin 6 (sda) on keypad assembly. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing.